Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 alarm and se 2367 alarm that appeared on the homechoice (hc) unit during dwell 3 / 6. The home patient (hp) was connected when the spike came out of the supply bag. The technical service representative (tsr) had the hp cycle power to the hc machine to clear the alarm and explained the alarm. The hp would discard the supplies and start over with new supplies being sure to drain before filling. The hp would contact the nurse regarding the air detect alarm and being connected at the time of the alarm. No patient injury or medical intervention was reported. Per 2240 call script: the hp did not disconnect any time prior to the alarm. All the bags were not properly spiked and connected, as the spike came out of supply bag. No patient extension lines were used. There were no open clamps on any unused supply lines. There were nothing unusual noted about the supplies. Proper procedures per the user manual were reviewed with the hp. The hp would complete therapy with new supplies. The hp had discarded the sample. During a follow up phone call by product surveillance to the nurse on (B)(6) 2010, it was revealed that the hp has been doing fine. The nurse stated that the hp was given a prophylactic antibiotic and has been doing fine since this report. There was no patient injury or medical intervention associated with this report.

Manufacturer narrative:
(B)(4). Per customer, the sample was discarded.